Manufacturer narrative:
Return specimens were requested but have not been received for evaluation. Retained reagent kits of architect anti-(B)(4) reagent, lot number 58739li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, the positive control and two sensitivity panels were tested. The positive control and sensitivity panel values met specifications for reagent lot number 58739li00. No (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-(B)(4) test results and detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of labeling concluded that the issue is adequately addressed. Based on the investigation, it has been determined that architect anti-(B)(4) lot number 58739li00, is performing acceptably.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(4) list 6c37, that has a similar us product distributed in the us, architect (B)(4), list 1l79. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a patient sample generated (B)(6) results in (B)(6) 2016 but tested pcr (B)(6) and roche e601 method (B)(6). Additional pcr patient testing was performed with (B)(6) results. The patient had an (B)(6) infection 12 years ago and had been (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code was changed from (B)(4).